Event description:
One patient with discrepant tnt results. Initial result gave 0.036 ng/ml, same sample repeated twice gave 0.011 ng/ml each time. Initial result was not reported. The field service representative performed performance check tests which were within specifications.